Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window. No broken reservoir tube lip noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the edge of the reservoir was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.